Event description:
It was reported that the pt was diagnosed with 3-vessel disease; "intra-aortic balloon (iab) support during revascularization." While in the cath lab, the iab was prepped per instruction. The md inserted the sheath via the left femoral artery. Directly after the iab was inserted, the catheter was flushed with heparinized saline. Fluid was seen leaking from the three-way extension set. As a result, the iab was removed and another iab was not inserted. The pump was never switched on. The md stated that it was not needed. The pt outcome is noted: alive and well.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.